Event description:
The customer observed negatively biased quality control results using vitros ckmb reagent on a vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Patient samples were not affected and there was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
Investigation into this event concluded that negatively biased vitros ckmb quality control results occurred. An ocd field engineer investigated and cleaned the incubator and optimized the incubator adjustments. Following the service actions, the vitros 5600 analyzer was returned to normal operation. The most likely root cause cause was determined to be instrument related.